Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficult to remove. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the proglide device was achieved using a proglide device via a 6f sheath after a peripheral interventional procedure. Reportedly, the device was deployed without issue; however, during removal of the device the sutures got caught. The proglide device was able to be manipulated and removed from the patient anatomy and the knot pusher was used to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.